Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. Reportedly, the customer became unresponsive at school and was sent to the emergency room (ER). While at the ER, the customer was treated with intravenous dextrose, and bg level returned to 110 mg/dl, and the customer "felt better". Review of the pump data logs by tandem technical support verified that the customer had delivered 4 bolus requests within 5 hours the morning of the low bg event. Additionally, the pump had declared a low continuous glucose monitoring (cgm) alert, that the contact had acknowledged and cleared. In addition, for the last bolus request delivered, a bg value of 226 (mg/dl) had been entered and delivered. The clinical diabetes specialist (cds) acknowledged that the reported event occurred due to user error and that the pump was functioning as intended. The cds relayed the information to the contact.